Event description:
It was reported that the patient received multiple shocks due to oversensing. High impedance was also reported. The lead was explanted and replaced. No further patient complications were reported as a result of this event. Additional information was received alleging the patient "suffered physical and other injury" as a result of the lead. It also alleged that the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]". And that the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. [Patient] has further suffered physical injuries and various physical manifestations of emotional distress".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies were found; proximal segment was returned for analysis.